Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touchscreen would not start up. A technical support specialist dialed into the station and followed the knowledge articles ¿medapplication not launching automatically; station at blue screen¿, ¿*dst* re-register rss component manager¿, ¿how to manually install rss agents & rss component manager¿, ¿station boots to blue screen/app does not auto-launch¿ and ¿how to install and configure component manager *dst*¿. The tss had reinstalled remote support service and rebooted the station to resolve. The medapplication had launched without any issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the touchscreen would not start up. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.